Event description:
It was reported that the patient experienced drops in blood glucose during exercise while using the ilet and expressed discomfort with low readings; the patient had been advised to eat before exercise and not to announce the meal and was not pausing the ilet during activity, with a reported glucose of 150 mg/dl at the time of the call. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.